Manufacturer narrative:
Device evaluated by MFR: device not returned for evaluation.

Event description:
It was reported that due to migration from original placement the patient had his inflatable penile prosthesis (ipp) conceal reservoir removed and replaced. Should additional information be received a supplemental report will be filed.